Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the power on reset (por) was diathermy during the replacement. The por did not occur again and following the reprogramming, the patient was doing ¿fine.¿

Event description:
It was reported a power on reset message was seen on the programmer. The device had to be reprogrammed as a result. No symptoms were reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# unknown, product type: programmer, patient. (B)(4).